Event description:
Dexcom was made aware on (B)(6) 2023, that approximately on (B)(6) 2023, the patient experienced a skin reaction. It was reported that the patient experienced a skin reaction with itching, rash, redness, and infection, extended beyond the patch perimeter, which occurred an unknown number of days after the sensor had been inserted into an unknown insertion site. It was documented that the patient was prescribed an unspecified oral antibiotic for this skin reaction, and a pimafucort hydrocortisone cream. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).